Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_985 - arb pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 32mm rigid saddle ring was implanted. The day after discharge on (B)(6) 2022, the patient was admitted to the hospital after they reported not feeling well, suffering from "defect of memory" and had "forgotten about things." A computed tomography (CT) scan and ultrasound performed on (B)(6) 2022 did not report any bleeding, stroke, or any other findings. No treatment was reported. The patient was hospitalized overnight for observation and discharged on (B)(6) 2022 after feeling better.

Manufacturer narrative:
It was reported that a week after ring was implanted the patient was admitted to the hospital for not feeling well, suffering from "defect of memory" and had "forgotten about things". A computed tomography scan and ultrasound did not report any bleeding, stroke, or any other findings. No treatment was reported. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effect could not be conclusively determined. It is possible that procedural conditions may have contributed to the reported event, however could not be confirmed. The reported hospitalization was due to patient being hospitalized overnight for observation and was discharged after feeling better. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.